Event description:
It was reported to philips that the system would not boot up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system showed geometry errors. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that flexvision monitor was found non-functional due to l1 breaker in the m cabinet was discovered tripped. Fse reset the breaker, flexvision powered up, although no output was observed to the r cabinet or collimator power supply and fse found that fuse f12 was blown, after replacing it, the fuse blew again, and the breaker tripped once more. The circuit was then isolated, and power was unloaded from the l1 line/f12 and fse confirms the cause to be faulty power supply in the geometry computer. To resolve the issue, fse replaced the geo pc and reloaded software. The defective parts were returned for analysis, for geo pc malfunction was observed and the failed component was found to be power supply unit. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.